Event description:
It was reported that the balloon ruptured. A 2.50mm x 8mm emerge balloon was being used for treatment. During the procedure, the balloon was inflated to 10 bar and burst. The balloon was removed, and a new balloon was used. The procedure was successfully completed using the new balloon, and no patient complications occurred due to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an emerge otw balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a 7mm longitudinal tear 2mm from the tip of the device. Product analysis confirmed the reported event, as the balloon had a longitudinal tear.

Event description:
It was reported that the balloon ruptured. A fg emerge otw, ous 2.50mm x 8mm balloon was being used for treatment. During the procedure, the balloon was inflated to 10 bar and burst. The balloon was removed, and a new balloon was used. The procedure was successfully completed using the new balloon, and no patient complications occurred due to this event.